Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the device tripped the 5 amp breaker. The device's ballscrew assembly was replaced to address the issue.